Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end user the chair is driving in circles and stated its intermittent. He stated the joystick in reverse will not start in reverse and then jerks forward. Customer stated no error message on the screen, the customer has no idea if the joystick has ever been recalibrated and he cannot use the chair. He has to make arrangements for drivers to take him places. Contacting (B)(4) for more information on this. Will call (B)(6) 2014 to the dealer (B)(6). On (B)(6) 2014 spoke with (B)(6) the dealer who was out with the customer and recalibrated the motors, the joystick throw was already good, the drive programs were turned way up, torque on all drives was 85 ohms. Sent an email to the engineering and (B)(4) to find out if the ohm level could be causing the overall issue. (B)(4). Customer called (B)(6) 2014 and updated that they have replaced both motors and controller per order (B)(4) and the chair is working as expected and no issues driving. Spoke with (B)(4) from (B)(4) to calibrate the new motors and was on the phone while he test drove it. (B)(4).